Event description:
A 7.0 malyugin ring used during cataract surgery today was placed in the eye but would not deploy properly. The side rings were noted to be deformed and the ring was removed before proper use.[?] There was no patient harm.